Manufacturer narrative:
Power supply lot (1837d) was associated with field action 2027969-02/14/19-001-c for a defective power supply. The defective power supply results in an inability to power on the ldx analyzer. The power cord was discarded. No further investigation will be pursued under this case.

Event description:
The customer reported that the ldx analyzer had no power/blank display was unable to power on. The customer could not confirm the last time the analyzer was used without issue nor if it had been previously used without issue. Multiple outlets were attempted with no success.